Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they unable to rewind insulin pump. The customer¿s blood glucose level was 289 mg/dl. Customer stated that he forgot where to go to the insulin pump. Provided assistance in insulin pump rewinding and customer stated that he can take care of it from there. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.